Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 280 mg/dl and it was addressed with a correction bolus. During troubleshooting with tandem's customer technical support, the customer reported seeing small champagne sized air bubbles in the infusion set tubing. The customer loaded a new cartridge.